Event description:
It was reported that non-sustained rv oversensing was observed via remote transmission. Review of transmission, notes far-p wave oversensing and intermittent myopotential oversensing. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.